Event description:
Customer reported a big difference between the sensor glucose and blood glucose readings. Customer stated that their sensor glucose values are 80 mg/dl and blood glucose values are 210 mg/dl. Customer also reported a calibration error. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.